Event description:
It was reported the insulin pump alarmed button error. The customer removed the battery, three to four hours later they reinserted a new battery but the insulin pump alarmed button error again. The buttons were unresponsive. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.